Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -16.0 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and pupil/icl touch, with ovoid pupil. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid in a lens vial. Visual inspection found a tear in the haptic. (B)(4).